Event description:
It was reported to medtronic neurosurgery that the patient had a ruptured cerebral aneurysm after which she developed hydrocephalus. According to the report, the patient had been taking prednisolone for joint inflammation. The report stated that the patient's abdomen was distended at a location where the end of the peritoneal catheter was located.

Manufacturer narrative:
Upon follow-up with the physician's office, it was discovered that the patient had not visited the physician after the implantation of the valve. According to nurse,(B)(6) at (B)(6), since the patient had not come in to be examined, there was no way to find out if the patient's symptoms had anything to do with the shunt. The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies.